Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. It was determined that the in house bio medical engineering department replaced the cpu circuit board, but failed to reload all appropriate software nodes. Reloaded software. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 8800 would not initialize. There was no adverse patient involvement reported. There was no patient information reported.